Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that an unspecified transmitter failure was reported. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. In addition, an app crash was found in connection to the reported allegation. The reported event of an unspecified transmitter issue is reportable based on the finding of an app crash. No injury or medical intervention was reported.